Manufacturer narrative:
Follow up information was received on 04 march 2010 via medical records. On (B)(6) 2003, the patient complained of right leg and foot numbness. On (B)(6) 2003, the patient was diagnosed with neuropathy and was prescribed neurontin 300 mg nightly. The manufacturer's report number for this case is 9681138-2010-00081. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in an adult male patient who received super poligrip denture adhesive cream (formulation unknown) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started super poligrip denture adhesive cream (dental). At an unknown time after starting super poligrip denture adhesive cream, the patient experienced zinc poisoning described as absorption of excess zinc. At the time of reporting, the outcome of the event was unknown. The claim states "these denture adhesive products contain high levels of zinc which is absorbed through the gums and leads to the development of toxic and excessive levels of zinc causing peripheral neuropathy and other neuromotor disorders caused by the excessive levels of zinc... As a direct and proximate result...plaintiffs, and those similarly situated, have been exposed to a hazard and, as a result, suffer a significantly increased risk of developing severe and life threatening peripheral neuropathy."